Event description:
Pt came to the ER for vaginal bleeding. Pt was diagnosed with spontaeous abortion. A d&e was performed using the device. As with all other reports, the plastic part of the plunger disconnected from the rubber stopper, causing the cannula to advance into the uterus. Have attempted unsuccessfully several times to report this to the company. Device usage problem: device malfunction - that is, the device did not do what it supposed to do. Reference medwatch 2200310000-2005-8036.